Manufacturer narrative:
The software logs were reviewed but provided no additional insight as to the root cause of the reported complaint. The software investigation found that the reported event was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a axiem cranial procedure, the site's navigation system became unresponsive during the navigate task. The surgeon wanted to use neuro monitoring during the surgery, however, the emitter was interfering with the monitoring. To stop this, the surgeon had his staff unplug the emitter whenever he wanted to monitor the patient. This step was performed several times and on the sixth or seventh un-plug and re-plug of the emitter, the cranial software became unresponsive when the emitter was connected. The medtronic representative re-started the navigation system and normal function was restored and continued for the remainder of the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than 5 minutes. There was no impact on patient outcome.